Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.